Event description:
Luer end of arterial aspect of gambro cartridge blood set cracks upon connecting to dialyzer. This was found in 4 different lot numbers of blood sets and in addition occurred when connecting to different dialyzer brands. This continues to occur intermittently.